Event description:
It was previously reported that the internal magnet of the patient's device had dislodged two times in the past. Two separate surgeries were done in 2005 to replace the magnets (exact dates not reported, MDR filed in may 2005). Reportedly, it was known at the second replacement surgery that the silicone forming the magnet pocket was torn. In late 2006, it was reported that the patient had swelling at the implant site and the magnet had dislodged again, possibly after a blow to the head at the implant site. The patient was treated with IV antibiotics although there was no indication of infection. The swelling resolved and a retainer disk was used to keep the external coil in place. In 2008, the audiologist reported the patient's skin flap was swollen and red. The patient was prescribed antibiotics and a procedure to drain fluid is planned. The device will be explanted if the swelling continues. Implantation of the contralateral ear is planned, but had not been scheduled as of the date of this report, november 13, 2008.

Manufacturer narrative:
This type of event is addressed in the device labeling.